Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the flow rate would not calibrate. There was no patient involvement.

Event description:
It was reported that the flow rate would not calibrate. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer? Annex a: a0801, a1801 annex g: g04090, g02017 annex b: b01 annex c: c07, c0601 annex d: d02, d15 h3 other text : see manufacturer narrative.

Manufacturer narrative:
Correction: annex d: d02 additional information: remedial action required, remedial action #, annex d: d01 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of the pump module failing to calibrate for rate accuracy was confirmed while testing the device during the investigation. During laboratory testing, rate calibration demonstrated the returned pump failing with an actual error of -17.1667% recorded during testing. An internal inspection of the pump identified the top left screw insert on the bezel boss backed out, out of position. As a result of the issue, a lift was observed in this area of the mechanism assembly and the bezel. Once the screw insert position on the bezel boss was corrected, asm rate calibration test results demonstrated the pump passing for rate accuracy. A log review was not deemed necessary for this investigation as there was no report of patient involvement. The alaris system user manual notes that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. Should an instrument be dropped or severely jarred the, the dfu instructs the user to immediately take the instrument out of use and should be inspected by qualified service personnel to ensure its proper function prior to use. The incident pump module was being used for treatment. Note: the pumping mechanism was disassembled during the internal inspection. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center or the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the flow rate would not calibrate. There was no patient involvement.